Event description:
A customer reported that the touchscreen of their pump was cracked and shattered after the device was dropped and hit the ground. The screen was confirmed to be damaged under the screen protector, making the touchscreen unresponsive and illegible, which prevented interaction with the pump. There was no adverse impact on the customer's blood glucose level. Technical support resolved to replace the pump, even though it was out of warranty, and the customer expressed interest in obtaining an out-of-warranty loaner pump.